Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Event description:
As reported: no evidence of existing hematoma before deployment. Hematoma formed around manta sheath at the time of deployment. Hematoma grew and external extravasation present post deployment. Manual pressure applied for 10 minutes. Post angio taken from the radial that showed occlusion in the iliac well above deployed manta. Proceeded with cut down which concluded manta track deployment and clot in iliac which was also removed.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team and indicate the radiopaque lock located in the tissue tract. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure in the left common femoral artery. A mid-positioned access was gained utilizing micropuncture and ultrasound. The arteriotomy was 6.0-6.5mm, with moderate lower mid calcification, posterior wall calcification, and a depth measurement of 3.5cm + 1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. During the time of deployment, a hematoma formed around the manta sheath. Following deployment, the hematoma increased, and external extravasation was present. Manual pressure was applied for fifteen minutes, a post angiogram taken from the radial, visually confirmed an occlusion in the iliac superior to the manta device. The physician chose to do a surgical cut down which revealed the occlusion was caused by a clot in the iliac, and the manta was deployed in the tract. The clot and manta device were removed, vasculature was repaired, and the patient recovered in stable condition. It is speculated that the hematoma possibly altered the manta device positioning during deployment, causing the manta implant to be deployed in the tissue tract; however, the root cause remains undeterminable. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the IFU. Risk documentation was reviewed; and tract deployment is a known risk. The severity of harm is correctly ranked at a 4 due to surgical intervention and repair at vessel access site arteriotomy being required. Additionally, the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: late arterial bleeding, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation indicates to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.